Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 149 compared to the lab's 236 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.